Event description:
During an in-clinic follow-up, noise resulting in oversensing was detected on the right atrial (ra) lead. Lead damage was suspected but has not been confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.